Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the instrument was being used for excision of sarcoma. In use, the device jaws became jammed and the knife was reported as protruding from the jaws. There was no patient injury.